Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller was changed to the backup system controller due to damage on the white power cable, not allowing information to be received on the system monitor. System controller exchange was successful with no issues or concerns.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cable causing a communication issue with the system monitor was confirmed. A review of the downloaded log file spanned approximately 14 hours days (B)(6) 2021 from 03:18 ¿ 16:58 per time stamp). There were only routine power cable disconnect alarms active in the log file. No other notable alarms active in the log file. System controller, serial (B)(6), was returned for analysis with a cut in the white power cable. The controller had no communication with the monitor. The cable jacket and shielding of the white power cable was stripped where the cut was observed. A severed orange transmission wire was found. No other damage was observed. The power cables were replaced to continue with testing; the controller was able to support pump function for an extended period of time. The root cause for the communication issue was determined to be a severed communication wire in the white power cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.